Manufacturer narrative:
Date of event is estimated. Serial# was unable to obtained/located. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's ipg was deemed inoperable due to it no longer being able to communicate with their charging system and programmer device. As a result, the patient's ipg was explanted and replaced (with a different model) to provide resolution.